Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra plus xc ¿exploded and the contents ended up all over the patient.¿ patient contact was made. No injury to patient, staff, or injector.